Event description:
A patient has alleged persistent pain from his implant. He stated his surgeon, disclosed two main reasons: the sterns lowered about 1 inch inside the femur and the ball is a little loose inside the polyethylene insert. This last one seems to be damaged.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00456.